Manufacturer narrative:
(B)(4). It was noted this lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2000 ohms. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.